Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event, hypotension and respiratory difficulty on an unknown date in 2011 and subsequently expired on an unknown date in 2012 after the use of the product.